Event description:
Following information was reported to gore: on (B)(6) 2024, during treatment of a large internal carotid artery aneurysm (icaa) in a 37-year male old patient, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device/stent) was attempted to be implanted. Further following findings were reported: vessel diameter 5.2cm and 5.5cm (internal carotid artery (ica) where aneurysm was present), length of aneurysm at proximal and distal landing zones of 20mm was 820mm. On the same day, the icaa was accessed successfully with the viabahn device through a 7fr x 90cm cordis sheath over a 0.35 x 280cm amplatz stiff wire. The markers, both proximal and distal of the aneurysm, were correctly placed. The physician deployed the viabahn stent by pulling the deployment line. At this time the viabahn stent started bowstringing and jumped into a 35 degree angle, where it pulled out of the ica down into the common carotid artery (cca). This happened due to extremely tortuous arterial anatomy. The viabahn stent did not expand, not even partially. The physician did not try to access the icaa again and to try to deploy the viabahn stent for a second time. The viabahn stent was successfully removed without any difficulty. A balloon mounted covered stent (manufacturer unknown) was deployed in the aneurysm and it was extended with another viabahn stent (6mmx5cm). There were no adverse consequences for the patient and the procedure was successful.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records indicated the device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3 other code, h6 code b01: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicates a partially deployed outer zipper and a curved endoprosthesis. There is also exposition of the distal shaft at the transition, and one outwardly bent strut at the proximal end of the endoprosthesis. During evaluation, a guidewire could be passed from tip to hub past the transition, and deployment could be continued with traction at the knob. The reported failure mode of a failure to deploy is not consistent with the findings of an ability to continue deployment with traction at the knob during evaluation. Engineering evaluation of the device could not confirm the reported failure of a bowstringing due to deployment line tension. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the observed exposition of the distal shaft could not be established with the available information. The root cause of the observed outwardly bent strut could not be established with the available information. Product investigation report conclusion: the reported primary failure mode, related to a failure to deploy, was unable to be independently confirmed during engineering evaluation. Engineering evaluation did observe that there was partial deployment of the outer zipper of the returned device, however deployment was able to be continued with traction at the knob. As reported, the device did not expand, not even partially, during the procedure. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the reported primary device failure mode. An additional reported failure mode, related to device bowstringing, was consistent with the evaluation findings of the device being returned in a bowstrung position. However, the reported device jumping during attempted deployment was unable to be independently confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory. As reported, the device started bowstringing and jumped into a 35-degree angle, where it pulled out of the ica down into the cca. The physician reported that they believed this happened due to extremely tortuous arterial anatomy; therefore, the cause of this reported failure mode can be attributed to the patient¿s condition. The returned device exhibited several forms of damage (e.g. Exposed distal shaft, bent strut). The cause for these damages could not be determined, but they are consistent with an unknown device interaction during withdrawal.

Event description:
Following information was reported to gore: on (B)(6) 2024, during treatment of a large internal carotid artery aneurysm (icaa) in a 37-year male old patient, a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx stent) was attempted to be implanted. Further following findings were reported: vessel diameter 5.2 cm and 5.5 cm (internal carotid artery (ica) where aneurysm was present), length of aneurysm at proximal and distal landing zones of 20 mm was 820 mm. On the same day, the icaa was accessed successfully with the vsx stent through a 7fr x 90 cm cordis sheath over a 0.35 x 280 cm amplatz stiff wire. The markers, both proximal and distal of the aneurysm, were correctly placed. The physician deployed the vsx stent by pulling the deployment line. At this time the vsx stent started bowstringing and jumped into a 35 degree angle, where it pulled out of the ica down into the common carotid artery (cca). The physician believes this happened due to extremely tortuous arterial anatomy. The vsx stent did not expand, not even partially. The device remained constraint although the deployment line had been pulled. The physician did not try to access the icaa again and to try to deploy the vsx stent for a second time. The vsx stent was successfully removed without any difficulty. A balloon mounted covered stent (manufacturer unknown) was deployed in the aneurysm and it was extended with another vsx stent (6 mm x 5 cm). There were no adverse consequences for the patient and the procedure was successful.